Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2006, patient presented with following pre-op diagnosis: c5-6 and c6-7 herniated cervical disk. Procedure: anterior cervical discectomy at c5-6 and c6-7 and fusion using peek grafts and an anterior cervical plate. As per-op notes: ¿..the patient then had a 6 mm peek graft inserted with a quarter of a bmp sponge and a small amount of bone graft within it. The patient had another 6 mm peek cage again with a quarter of a bmp soaked sponge and bone graft within it..¿ patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.